Event description:
During an atrial fibrillation ablation procedure, a crack was noted on the tip of the outer (inner) sheath which caused a blood leak. The sheath was replaced with a device from the same model to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The sheath had multiple bends and a kink; no fractures or tears were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath damage and the reported leak remains unknown.